Event description:
The patient claims to be having an allergic reaction and problems after a bio tenodesis screw was implanted.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Part remains in the patient and cannot be returned for evaluation; therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was requested, but not provided; therefore, device history record review could not be performed. The most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of possible foreign body and allergic-like reactions to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remains in patient.